Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on she had suffered a hypoglycemic episode and lost consciousness on (B)(6) 2013 between 8 am and 10 am. Patient was at work when it happened. Patient doesn't have an accurate recollection of the events. She just reports that she was treated by paramedics, was administered a dextrose IV and that her bg was measured at 19 mg/dl. Patient doesn't recall what cgm was reading at the time of the event. Patient is unsure if cgm was reading inaccurately and/or if cgm failed to alert.patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event.

Manufacturer narrative:
Data was received and evaluated.